Event description:
On (B)(6) 2015, the following information was provided: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook uts precurved ultra taper sphincterotome to perform a sphincterotomy. The cutting wire broke. Another device was used to complete the procedure and no harm was done to the patient. At that time, the information did not reasonably suggest that a reportable event had occurred. Upon receipt of the product for evaluation on july 20, 2015, it was determined that approximately 8 mm of the cutting wire is missing from product. Although the initial report indicated that no portion of the device detached inside the patient, the information on the location of the missing section was communicated back to the medical facility. The location of the missing section is unknown. Therefore, this report is being provided out of an abundance of caution.

Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: our evaluation of the returned device confirmed the report. The cutting wire has broken near the distal end. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). The broken cutting wire measures 20 mm. It appears some of the broken cutting wire has detached from the distal end of the device. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer¿s instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.